Event description:
Philips received a complaint from bench service personnel, reporting that the v60 ventilator exceeded the limits of the electrical safety test. It was determined that the power cable required replacement. The device was outside of clinical use when the issue was found. There was no patient or user harm reported.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the power cord was replaced. The se then performed the test and verification procedure and restored the device back to factory settings. The device was certified and was returned to working conditions.